Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy connector assembly was replaced and then reporter device operation was confirmed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly and determined that the cause of the reported failure was that a pin was indeed broken off in the connector.

Event description:
It was reported that the device's therapy connector had a broken pin stuck from a therapy cable. The customer was unable to plug another therapy cable into the device without damaging another cable. There was no pt use associated with the reported failure.